Event description:
A site neuro coordinator called in because the entry point for a plan changed during a cranial case. She said they stored 5 plans prior to registration in a tumor resection procedure. After registration they were checking the entry points of the plans with a scope probe to confirm their location. They wanted to check the trajectory of plans. She realized that they were in a tumor resection procedure and not a biopsy procedure so the vertek probe was not added to the instrument list. When she added the vertek probe, the entry point for plan 4 shifted to an interior point in the brain without anyone doing anything in the software. They then elected to create a new plan. She selected plan 2 to ensure the same target and trajectory were used and were using the probe's eye view. Once they had the correct entry in the probe's eye view, she switched to plan 6 and the probe's eye view then re-centered the image so she no longer had the same entry point to store. They had to find the correct entry and target all over again. She said they were still able to do this and proceed with case normally. There was no reported impact to the patient.

Manufacturer narrative:
Patient ID and weight were not provided by the site. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during the software evaluation and the decision was changed to a reportable malfunction. The software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient weight provided. Patient ID requested multiple times, but still unavailable.